Event description:
It was reported that the pt developed an infection at the neurostimulator site. The pt experienced a warm, burning sensation and redness at the pocket only when the stimulation was on. The symptoms would subside when the therapy was off. Antibiotics were administered. The impedances were normal and the pt was receiving therapeutic benefit. The pt was programmed with electrodes 1 and 2. Further info is being requested from the hcp.